Event description:
The surgeon implanted an aa4204vl model lens, but it was damaged while being inserted. The lens was removed with no pt injury. The facility indicated that this was due to the injector.